Manufacturer narrative:
Siemens is conducting a thorough investigation. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the atris icono biplane system. During an emergency patient procedure, no x-ray could be released. Additional information was received that the patient was moved and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
According to the information provided, during an emergency procedure x-ray functionality was not available. As a result, the procedure was continued and finished using an alternative system. We have no indications of adverse effects on the health status of patients, users or third parties. Detailed investigation revealed that a generator timeout was detected after the start of the system. As a result, x-ray functionality was not available. The analysis of the log files showed that the generator started normally. Under normal circumstances, communication via can (area network controller) takes place between the generator and the system, which did not happen in this case due to communication issues. Internal measures were attempted to restore the communication several times, but this failed. The customer performed an ivs (image visualization system) restart, but this did not resolve the issue. The operator manual contains sufficient instructions on how to restore the system in such a case. Normal system operation was restored by performing a "power cycle," i.e., the system was shut down and turned on again so that the associated components (e.g., the x-ray generator) returned to normal operation. A one-time generator hw error is determined as the most probable relevant root cause for the non-conformity which was resolved by the defined recovery procedures (performing a power cycle).